Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
The hospital reported, at start of case, the pt started to move. The clinician switched to forane and finished the case with no further problem. There was no reported pt injury.